Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had a tower drawer was failed. The customer stated that the malfunction occurred while user tried to issue medication to a patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there had been a failure in drawer 1.1, which required maintenance. A field service engineer (fse) checked the retractor band, which appeared to be in good condition. The rowboard cable was reseated, and debris was cleaned from the trays to resolve the issue. The system was tested in diagnostics, with results recorded in the feed. The customer also tested the device and confirmed proper functionality. The system functioned as intended after the field service engineer repaired the device.